Manufacturer narrative:
Evaluation description: the reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy delivery. The device was tested on the bench and damaged hv output transistors were noted, consistent with excessive delivery current during hv therapy delivery. The cause of the reported backup vvi could not be conclusively determined. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic with ongoing ventricular tachycardia and was not being treated. Upon device interrogation, device was found out to be in bvvi mode. External cardioversion was delivered to the patient and was admitted to the hospital. Device was explanted and replaced. No adverse consequences for the patient after the event.